Event description:
On (B)(6) 2014 the reporter contacted animas alleging an issue with the display screen. No additional information was provided. There was no reported patient impact associated with this complaint. This complaint is being reported because the issue could not be resolved with troubleshooting

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.